Event description:
It was reported that the patient may undergo a revision surgery. The set screw may have backed out. No additional information is available.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation; however films were supplied for review which found: lateral lumbar x-ray of an l4 to s1 pedicle screw construct. It appears the l5 screws are a bit laterally displaced and may not be within the l5 body. This cannot be verified by these films. Also one of the set screws at l4 may have backed out. Otherwise, alignment appears satisfactory.